Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported cuff leakage occurred after 7-days of use. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The reported failure of the cuff wont inflate was verified due to a cut in the tracheal tube cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.